Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins drained quicker than expected since about two or three weeks ago. The pt mentioned that they used to charge their ins every two days and now they had to charge each day. The ins drained from 100% charge to 40% charge in the span of one night and pt said "they don't want to have to lie down on the recharge antenna to charge every night." Pt mentioned their therapy still worked and confirmed they had not increased their therapy settings recently. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.